Manufacturer narrative:
Section g3: date received by manufacturer: 15 jan 2021. The awareness date for this complaint should be 15 jan 2021. In the initial report, it was reported with the incorrect date of 16 jan 2021.

Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluation: product evaluation was not performed because the product has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: based on the manufacturing records review and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, or escalations are required. A search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2021, the patient underwent intraocular lens (iol) implant, but when iol was in the eye, while surgeon was adjusting the iol, a haptic fracture occurred. After enlarging the corneal incision, the intraocular lens was removed and a new intraocular lens was implanted. After the operation, there was corneal edema, and posterior elastic layer wrinkle. Hormone eye ointment was given to reduce edema. No further information available.